Event description:
Additional information was received: it was reported that there were no further interventions planned. The electrode and extension were left as they were.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had poorer symptoms control before and after the reprogramming. The hcp thought it was related to the high impedances and short circuit. The patient however could still be released to go home. The hcp decided to troubleshoot due to the ongoing situation with high impedances and poor symptom control. The extensions and electrodes should be measured and replaced if necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia, for which the activa rc is not approved for in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) suddenly crashed during normal use and attempt to reprogram due to increased impedances and a short circuit in the leads. The patient has very high stimulation parameters due to the treatment disease and out of regulation (oor) was seen. The health care provider (hcp) notified the manufacturer representative (rep) after the session was interrupted and generated a device data report, after which the normal programming session was possible. Additional information received indicating it was not determined whether it was a software crash or an ins crash. The hcp stated there was a warning, but they did not remember what it looked like. The stimulation was deactivated. The patient has severe dystonia and immediately felt severe tremors, which after that, the hcp only saw a black screen and had to control the ins again, which worked well. The patient's symptom control had decreased and the hcp thought this was related to the increased impedances and the short circuit.